Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. Also, it was noted that there was a crack near the top of the touchscreen. It was noted that the pump had been dropped in the past. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.